Event description:
Affiliate reported that in 2008, the device was implanted via l-p shunt. The initial setting pressure was unk. After the surgery, it was found that the ventricles of the pt's brain became too large. The doctor tried to change the pressure from 10mm h2o to 80mm h2o, but could not. A blockage was found from the valve to central part. As a result, the device was revised two weeks later.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated, and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.